Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacture's (lm) review of the customer cleaning disinfection and sterilization (cds) processes, results of third-party testing, the device evaluation, and the lms final investigation. The lm reviewed the customer provided cds processes where no clear deviations from instructions for use (IFU) were identified. Additional microbiological test results showed the same pathogens from the same sampling locations as the initial microbiological test, which may have led to inadequate reprocessing. Customer provided the following result of the culture test, performed at the third-party labs: sampling date: (B)(6) 2024 sampling from: suction channel cfu (colony forming units): 1 cfu (satisfactory control sample) bacterial identification: enterobacter cloacae sampling date: (B)(6) 2024 sampling from: suction channel cfu (colony forming units): 6 cfu (non conform) bacterial identification: enterobacter cloacae olympus provided the following result of the culture test, performed at the third-party labs: sampling date: (B)(6) 2024 sampling from: all channels cfu (colony forming units): <1 cfu bacterial identification: n/a sampling date: (B)(6) 2024 sampling from: distal end cfu (colony forming units): <1 cfu bacterial identification: n/a sampling date: (B)(6) 2024 sampling from: total of all channels and distal end cfu (colony forming units): <1 cfu bacterial identification: n/a the device was evaluated where no abnormalities were found that could have led to the positive culture. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a root cause could not be determined. Growth of microorganisms were found through culture testing by the user after reprocessing. However, when olympus culture tested after reprocessing in accordance with the IFU before repair, the results conformed to the regulation's recommendation. The following is included in the device IFU (instructions for use): "an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them." Olympus will continue to monitor field performance for this device.

Event description:
It was reported that, during reprocessing, the duodenovideoscope tested positive for 6 colony forming units (cfus) of enterobacter cloacae. Suction channel was sampled. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.